Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good physical condition; however, there was fluid ingression observed on the main board, motor rear piezo, latch lock flex sensor, and power button. The device was powered on to conduct functional testing. Upon review, the reported problem was intermittently duplicated. It was determined that the fluid ingression on the main board was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited error code 41541. There was unknown patient involvement and unknown patient harm.